Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) triggered an overheat warning and apparently shut down while the patient was off the floor for a CT scan. The iap was swapped out to continue treatment. While discussing the incident, apparently this issue occurred previously with the same iabp. Cardiosave displayed ¿overheating¿ and triggered stand by operation due to the alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer tested cardiosave with system trainer under sub normal conditions, observed excessive heat build on compressor. To fix the issue, fse replaced compressor, temperature sensor, pressure and vacuum hoses. Tested in sub normal conditions with system trainer. During testing fse observed red and blue vertical line on left side of screen,so fse replaced lcd assembly. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Recieved the compressor and tubing, probe and lcd, then first tested the compressor to factory specifications per procedure. The fat dept could not verify the failure of the compressor "temp overheat". The fat dept. Ran the system for multiple hours to see if the system would fail over time but no failure was observed for compressor,retaining the compressor in the fat dept. Per procedure. Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped, he non-conformances with the returned components were not confirmed. However, the root cause is not confirmed.then tested the display assembly to factory specifications per procedure and the cardiosave service manual. Vertical lines were seen on the display. See the attached file for reference. Display assembly will be held in the fat dept. Per procedure, non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a